Event description:
It was reported that patient underwent knee procedure on (B)(6), 2011. During the procedure, the tibial bearing and locking ring would not fit into the tibial plate. The procedure was completed using other implants that were on hand with no patient injury or delay in the procedure reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-01176 / 01177).